Manufacturer narrative:
On 10 may 2019 the r&d project manager made the following analysis on the retrieved devices: femoral stem shows small scratches on the neck right under the taper. Ha layer is intact. It is not possible to highlight an implant-related failure root cause.

Manufacturer narrative:
Batch review performed on 17 january 2019: lot 180725: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral fracture occurred few days after cementless total hip arthroplasty in a (B)(6) woman. The event occurred during the walking rehabilitation period of time where a sudden movement on a weakened bone due to intraoperative preparation may facilitate the occurrence of bone fractures. There is no reason to suspect a faulty device. Preliminary investigation performed by r&d project manager: from preliminary visual analysis, it is not possible to relate any failure root cause to the implant.

Event description:
9 days after the primary the patient presented a fracture at the level of the lesser trochanter. The surgeon revised the stem and the ceramic head successfully.